Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl all-inside surgery the tip of the drill broke while flipping the flipcutter before it was drilling backwards. It broke off during the flipping process. The broken off piece has been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party.the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1204af-85 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the cutter tip was broken off. Functional testing was not performed as the device was damaged. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.